Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019.

Event description:
The customer reported a touch panel failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 25oct2019. This MDR report # 2031642-2019-09696 was reported inadvertently. The event was previously reported under MFR report # 2031642-2019-09813. Any additional information will be submitted under the initially reported MDR # 2031642-2019-09813. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch panel failure. There was no patient involvement.